Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level is 413 mg/dl. The patient was treated with manual injection. The customer was advised to do complete set change as soon as possible. The customer would like to return infusion set and reservoir for analysis and requested to return the insulin pump base on her request. The customer was not able to troubleshoot in time of call. The customer was advised to call in when issue occurs in order to troubleshoot. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).